Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic through FDA's medwatch program that the customer went into diabetic ketoacidosis many times that resulted hospitalization. Customer also reported hospitalization due to possible over delivery of insulin and inaccurate sensor readings. The customer did not provide further details of the incident. No product is expected to return for analysis.